Event description:
It was reported that deflation issues occurred requiring additional intervention. The patient presented with thrombosis of venous sinus and underwent thrombectomy and angioplasty. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon would not deflate. The physician pulled negative with syringe and pulled back on the shaft to make sure there were no kinks, but the balloon would not deflate. Tried using a suction device but the balloon would still not deflate. A vascular surgeon was called in and cut the shaft of the balloon and then forcefully pulled the balloon through the guide sheath. The device was removed, and the procedure was successfully completed with the original device. No patient complications were reported.

Event description:
It was reported that deflation issues occurred requiring additional intervention. The patient presented with thrombosis of venous sinus and underwent thrombectomy and angioplasty. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon would not deflate. The physician pulled negative with syringe and pulled back on the shaft to make sure there were no kinks, but the balloon would not deflate. Tried using a suction device but the balloon would still not deflate. A vascular surgeon was called in and cut the shaft of the balloon and then forcefully pulled the balloon through the guide sheath. The device was removed, and the procedure was successfully completed with the original device. No patient complications were reported.

Manufacturer narrative:
H6: evaluation conclusion codes: updated. Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is stretched in multiple locations. The inflation lumen is separated 58.7cm from the hub while the guidewire lumen is separated 58.5cm from the hub. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is stretched in multiple locations. The inflation lumen is separated 58.7cm from the hub while the guidewire lumen is separated 58.5cm from the hub. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that deflation issues occurred requiring additional intervention. The patient presented with thrombosis of venous sinus and underwent thrombectomy and angioplasty. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon would not deflate. The physician pulled negative with syringe and pulled back on the shaft to make sure there were no kinks, but the balloon would not deflate. Tried using a suction device but the balloon would still not deflate. A vascular surgeon was called in and cut the shaft of the balloon and then forcefully pulled the balloon through the guide sheath. The device was removed, and the procedure was successfully completed with the original device. No patient complications were reported.